Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode exhibited undersensing during a ventricular fibrillation (vf) episode due to low amplitudes. The system delivered two shocks, successfully terminating the rhythm. X rays were performed, and it showed a too high sub-optimal position of this electrode, and the s-ICD position that is also high and could be one intercostal space lower. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. This is all the information provided at this time. Boston scientific has attempted to complete all missing information. If the information is received this record will be updated.